Event description:
It was reported that through remote transmission, non-sustained rv oversensing episodes and non-sustained ventricular tachycardia episodes were observed due to the right ventricular lead noise. The noise was able to slightly reproduce with the isometric test. The lead will be revised. No further information is available at this time.